Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported that the ventricular fibrillation (vf) number of intervals to detect (nid) was reprogrammed to 30/40 due to right ventricular (rv) lead oversensing of non-sustained ventricular tachycardia (vt) episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm ICD, implanted: (B)(6) 2013. (B)(4).